Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was plugged into endoscopic ultrasound (eus) machine and received an invalid probe error code prior to an unknown diagnostic procedure. The procedure was completed with a similar device. Upon inspection and testing of the returned device, it was discovered the forceps cover and probe unit glue were peeling. There was no patient involvement associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the adhesive peeling off found during evaluation.

Manufacturer narrative:
The device was sent in for evaluation and the customer¿s allegation was confirmed. It was determined, the lack of ultrasound image, error code and scope leak were due to a loose channel elevator inlet. It was noted, the bending section glue had a crack and the forceps cover and probe unit glue were peeling. In addition, one echo signal was missing, the switch/camera had no function, and the control knob was experiencing play. There was also corrosion and fluid invasion. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. D5 - corrected to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.